Event description:
No new additional information received from the customer.

Manufacturer narrative:
This report is being submitted to inform a correction in section h9 in the previous supplemental report under 9610595-2025-29079-01. Upon review of complaint record, CAPA-201212 was noted inadvertently in field section h9 and this should be blank. Updated h9 to blank.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e4, g3, h2, h3, h6, h9, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the issue of the burnt c cover was due to a high-energy treatment tool (high frequency, etc.) Used without ensuring a sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, there was a burn at the distal end of the bronchovideoscope. There was no patient involvement.